Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was twice reprogrammed due to the advisory. The patient later received an appropriate shock for a ventricular arrhythmia. When the patient was in the emergency room (ER) the device undersensed a ventricular arrhythmia due to rate smoothing and delayed treatment. The patient was externally rescued.